Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not seeing insulin drip when attempting a four unit bolus and had difficulties with inserting infusion set into the skin. Customer's blood glucose was 599 mg/dl. Customer declined troubleshooting. Insulin pump would not be returned for analysis.